Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed a follow-up MDR will be submitted. D4: (B)(4).

Event description:
It was reported surgeon opened a case to implant into a tha patient however the implant and packaging was compromised and implant had broken through the sterile packaging and there was foam debris throughout the internal packaging touching the implant. The surgeon finished surgery with different device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that the outer sterile cavity has been opened; pouch housing the stem has been damaged; there is black debris from porous material in the pouch. Sterility has not been compromised as outer cavity was undamaged. The DHR was reviewed and no discrepancies relevant to the reported event were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming, and the root cause of the reported event cannot be determined as product has not been returned, and photographs have not been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends